Event description:
Customer reported that all four wheels of the rollator are wobbly and squeak.

Manufacturer narrative:
It was reported that all four wheels on the rollator are wobbly and make a squeaking sound. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.